Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for an alleged audio/vibrate anomaly/absence of alarm found on 12-oct-2021. Device passed the displacement test, but failed the self test. Test p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. Pump error 63 appeared during testing. No audio/vibrate anomaly/absence of alarm noted during testing. Device's history and trace files downloaded successfully using thus software and successfully downloaded carelink file. Pump error 63 was present in the history download on event date of 12-oct-2021 at 11:45 am. (Variable info = 3). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, there was moisture damage isolated to the battery tube. The following were noted during visual inspection: scratched case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, overlay scratched, corroded battery tube, battery tube threads - cracked. Pump error 63 alarm was confirmed in the formatted history file (variable info: 3) on event date of 12-oct-2021 and no audio during self test due to broken trace at pins #6 sda and #1 vdd on u1 keypad assembly since damage of u1 will cause the audio to not sound. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had beep anomaly. Customer reported they did not hear beeps when audio volume settings were saved. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.